Event description:
There is a foggy spot in the center of the image, the a/w socket is loosened and leaky. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging. It is assumed that the screws were loosened by repeatedly attaching and detaching the adapter to the aw connector. A service manual for changing the screw lock application position was issued on 11jun2021, and training was conducted at the service center. This device is not marketed in us, therefore 510k is not applicable..